Event description:
It is reported that one (1) box of suction tubing was labelled as 530.25.300 sterile tubing, however on inspection, the contents of the box were non sterile.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No sample was available for eval; however the record and pictures provided by the customer was used to conduct an investigation on (B)(6) 2011. Results are as follows: per the pictures, it was found that 1 box of suction tubing where the product code and lot number were labeled as 530 25 300 sterile tubing; however on inspection, the contents of the box were non sterile. However, for one carton number 1438 the customer found that the carton label is meant for sterile product whilst the container of the box were non-sterile. Such discrepancy to the carton 1438 could probably have been due to label damage during carton/pallet movement during facilitating for deliveries that needed label reprint. Besides there is a trace of the previous label as observed when new label was superseded on top of original torn label. Review of the machine record book revealed that "non steril" and sterile" product were running at the same time ((B)(6) 2011). In conclusion, the complaint was confirmed as per pictures reviewed and customer feedback. An internal corrective action event has been taken for a similar complaint, and this particular lot (811617r001) identified was confirmed to be manufactured before implementation of the CAPA. (B)(4). Note: this MDR is being reported as a result of a retrospective review of (B)(6) 2013. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.